Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic trans abdominal pre-peritoneal inguinal hernia repair, when the surgeon was using the tacker to tack the mesh and peritoneum back in place, the firing mechanism was making sounds that it shouldn't have. It sounded like the gears internally were slipping. This was then causing the tacks to not disengage with the device and they were being caught in the end of the reload. This then caused the surgeon to wiggle to device to get the tacks to release resulting in weakening the purchase the tacks had on the tissue. One tack fell out of the tissue but was retrieved by the surgeon with lap graspers. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disengaged. Two fully applied single use loading unit (sulus) were received. One of the sulus noted proper timing and one noted disrupted timing. One partially applied sulu with disrupted timing was received. One sulu with a full complement of tacks, proper timing and the shipping wedge attached was received. Microscopic inspection noted scratches on the inner tube on three of the four sulus. A functional evaluation found that the articulation knob functioned properly. The handle could be actuated and cycled properly with no sulu attached. The returned sulu with proper timing could not be loaded onto the returned device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the loading units. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.